Event description:
It was reported that the right monitor on the 9800 system went blank. The 9800 system had to be powered on and the issue cleared. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.